Event description:
Caller reported occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer filled the tubing and resumed insulin delivery.